Manufacturer narrative:
The event was initially reported by the user facility to the national chinese authority only - there was no involvement of manufacturer's sales and service or representatives until now. The manufacturer is not able to further investigate or to comment the reported event due to very limited information - not having any access to device, log files or other information. The provided information does not indicate unambiguously a malfunction of the device. The effects of a significant leakage in the patient circuit may also be perceived as no pressure and flow at the patient opening. The device is equipped with pressure and flow monitoring and will post alarms in accordance to the threshold defined by the user as soon as deviations between settings and the measured ventilation parameter will be detected. It has been confirmed for the particular event that the device has posted alarms. H3 other text : device not available for investigation.

Event description:
It was reported that during use on a patient with non-invasive ventilation the user noted patient´s respiratory distress, a decrease in oxygen saturation and a beginning cyanosis. Reportedly, the examination of the device revealed no airflow at the inhalation end of the ventilator. The patient was immediately oxygenated by bag. After tracheal intubation and replacement of the ventilator patient's respiratory distress improved.